Manufacturer narrative:
This MDR related to the puerto rico manufacturing site has been assigned a medwatch number from the medtronic minimed northridge site, per variance 5. Select patient information cannot be provided due to regional privacy regulations. The reported device is not marketed in the united states, but it is a same/similar device to one that is marketed outside the united states. Unit was programmed with correct time and date. Pump monitored for few days. Pump received with normal operating current. The stop (idle) current and run current measurement tests are within specification. Pump passed displacement test and self test. However, after battery change and resets time/date to factory default due to c13 voltage leak at interface board. Pump history download using thds was successful. Weak alarm battery confirmed was shown on down load report was on " 06/21/23 23:39:38 sensor alarm #112 - alrm_weak_signal - pump loses one or more sensor packets source = tgms transmitter hex = 0b 70 00 66 a7 37 b5 17 however unit unable to download unit to (care link) due to several a47 alarms at the alarm history file. A47 alarms due to a corrupted history file. The fault was isolated to the motherboard. The following were noted during visual inspection: cracked belt clip slot, cracked battery tube threads, stained end cap sticker, stained address/serial number label and cracked reservoir tube lip. The original I/f board and mb were removed conducting intend troubleshooting discovered c13 voltage leak form the cap measuring failed on the cap I/f board. However, using the test I/f and mb board no anomalies was notice after battery insert. Problem isolated to I/f and mb board. A complete analysis and testing of the insulin pump showed that it was functioning properly and passed all functional testing. After testing it was concluded that the device operated within specifications. Medtronic, inc. (Medtronic) is submitting this report to comply with 21 c.f.r. Part 803, the medical device reporting regulation. This report is based upon information obtained by medtronic, which the company may not have been able to fully investigate or verify prior to the date the report was required by the FDA. Medtronic has made reasonable efforts to obtain more complete information in the time allotted and has provided as much information as is available to the company as of the submission date this report. This report does not constitute an admission or a conclusion by FDA, medtronic, or its employees that the device, medtronic, or its employees caused or contributed to the event described in the report. In particular, this report does not constitute an admission by anyone that the product described in this report has any "defects" or has "malfunctioned". These words are included in the FDA 3500a form and are fixed items for selection created by the FDA, to categorize the type of event solely for the purpose of reporting pursuant to part 803. Medtronic objects to the use of these words and others like it because of the lack of definition and the connotations implied by these terms. This statement should be included with any information or report disclosed to the public under the freedom of information act.

Event description:
Information received by medtronic indicated that pump request time and date every time when changing battery. Troubleshooting was not performed. No harm requiring medical intervention was reported. The customer will discontinue to use the insulin pump and the device was returned for analysis.